Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no reported impact on the customer's blood glucose level due to this issue. As a corrective action, technical support instructed the caller on proper button usage and decided to replace the pump. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.